Event description:
It was reported that the fowler was stuck in the flat positon. No pt involvement or operator injury was reported.

Manufacturer narrative:
The set screw on the fowler cylinder was misadjusted. This is not likely an assembly error, because the cot was performing to specifications when it was received initially by the customer. It is unk how the set screw became misadjusted.